Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.  (B)(4).

Event description:
It was reported that a detached burr occurred. The target lesion was located on the proximal left anterior descending artery. A 1.50 mm rotalink¿ plus was selected for use. During platforming at outside patient's body, a strange noise was heard and the burr would not rotate correctly when dynaglide mode was activated. The device was then removed and it was noted that the burr tip became detached from the drive shaft. The procedure was completed with another of the same device. No patient complications reported.